Event description:
It was reported the pt was experiencing numbness in her right leg and had fallen. The pt also indicated she felt as though stimulation was causing her increase back pain. The pt was reprogrammed and was to evaluate the new programs and an add'l reprogramming appointment was scheduled. The pt underwent nerve conduction testing in anticipation of undergoing sacroiliac joint injections for new pain. The pt expressed that she wanted to undergo surgical intervention to have her scs system explanted because she feels stimulation is ineffective and causing her to fall.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.